Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not responding and had to press the buttons many times. The customer blood glucose level was unknown. It was also reported that numbers bolus was supposed to insulin pump, when customer hits the bolus process. The insulin pump will not be returned for analysis.